Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lower anterior resection, an anvil was left in the intestinal tract after an anastomosis when the device was being removed. The surgeon removed the anvil by resecting a portion of the intestinal tract tissue and hand sewing. There was unanticipated tissue loss. No reinforcement material was used. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. Patient status: stable.

Manufacturer narrative:
This eval was based on a technical review of all data received from the site, a pmv review of mfg records, a pmv review of complaint trends, and an eval of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/ mylar cover. Functionality, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. Functional testing of the returned sample confirmed the product met quality release specs that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specs at the time of manufacture. Subsequently, the complaint data did not display increased trends. Replication of the observed secondary, unrelated to the reported condition, knife blade damage may occur if the instrument is applied over an obstruction. The info booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. Should new info become available, the file will be re-opened and the investigation summary amended as appropriate.